Event description:
The customer reported that the insulin pump alarmed motor error during prime for the last several days. Troubleshooting was performed. The customer stated that she had a chest x-ray a month ago and she does not remember if she was wearing or not the device during the procedure. Ran a displacement test and failed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during rewind as a result of an oily motor home switch.